Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -10.0/1.0/74 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was removed due to chronic inflammation. The cause of the event is unknown. The problem was resolved. Reportedly, "patient decided not to re-implant icl."

Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. Claim# (B)(4).